Manufacturer narrative:
Date rec¿d by MFR:28dec2019. Date of report (B)(6) 2019. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the data acquisition board. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06jan2020. B4:(B)(6). The part was returned to the manufacturer for failure investigation. It was determined that the da pcba (data acquisition printed circuit board assembly) was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported a ventilator with a barometer error alarm. This event was reported as having occurred during clinical use - there was no allegation of harm associated with this event.

Manufacturer narrative:
Date received by MFR: 05dec2019. No part was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.